Event description:
The account alleged the brake casters will rotate to the side when the brake is set and the bed is pushed. No injury reported.

Manufacturer narrative:
The account replaced the brake casters and brake steer casters to resolve the issue.